Manufacturer narrative:
(B)(4).

Event description:
It was reported that several rv oversensing episodes were observed through merlin.net transmission. Review of session records revealed a lot of loss of rv capture. Non-sustained v oversensing episode was also noted. Programming changes were made and no further issues were reported.

Event description:
New information received notes that when the asymptomatic patient presented to clinic for routine follow-up, non-sustained rv oversensing was observed again. Review of session records showed intermittent ventricular oversensing of a latent qrs signal and one episode of noise of significant amplitude. Programming changes were suggested. Patient will be monitored with routine follow-up.